Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot # 73g1400450 investigation did not show issues related to the complaint. The device sample has not been returned to the manufacturer for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the inner component is broken so unable to load clips in the tip. The patient's condition was reported as fine.